Manufacturer narrative:
The pump passed, the displacement test. Successfully downloaded history files and traces using thump. No pump error 63 alarms, during testing. Pump error 63 was not present in the history download on event date of (B)(6) 2024. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted, during visual inspection: pillowing keypad overlay, battery tube threads-cracked and cracked case-corner of belt clip rails. Pump error 63 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported receiving a pump error. The customer was able to clear the error and the pump passed the displacement test. The pump did not pass additional testing or the error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and the customer response was the device was returned.